Manufacturer narrative:
The entire needle & the instrument were not returned for eval, therefore, the exact cause of the difficulty reported could not be determined.

Event description:
The device was used during a laparoscopic burch procedure. Reportedly, the needle broke and detached. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.